Manufacturer narrative:
No product was returned to the manufacturer for device evaluation, however, a lot number was provided for investigation. Lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established.

Event description:
The patient alleges that she was hospitalized and treated for keratitis and believes that her contact lenses are at fault. The patient also states that the contact lens is thicker than expected. Good faith efforts were made to obtain additional information without success. Further information is not available. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.